Manufacturer narrative:
The chair was received at pinc for evaluation. The right front wheel fell off because the center hub bolt broke. This bolt was not the bolt that was installed at the factory and had been changed after the chair left permobil. Tires were ordered as parts for this chair in (B)(4) of 2013, this may be when the incorrect bolt was installed. The chair has been evaluated for any defects and has been fitted with new tires, casters and a shroud. All operations have been checked and the chair meets specification according to the dmr. This is a clear case of improper maintenance of the device. The service manual for this device clearly shows the proper technique for tire replacement, which does not involve removing the center hub bolt.

Event description:
Mrs. (B)(6) said her husband was coming back from the mailbox when his drive wheel came off. Mr lee fell from the chair and "skinned his arm and got bruised" she called 911 they came to the house but did not transport mr (B)(6) to the hospital.